Event description:
It was reported that a patient presented to clinic for follow up, the patient's implantable cardiac monitor (icm) exhibited under sensing. The icm was reprogrammed by reducing sensitivity. The patient had no consequences.

Manufacturer narrative:
The reported complaint of under-sensing was confirmed via provided device records. The cause was isolated to the device under an active pause detection and no r wave was being sensed by the device. The behavior was performing per design and no device malfunction was observed.